Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had surgery to revise their tined lead. The lead had migrated and the patient received a new tined lead. There was no patient complications reported, and the patient reported doing well post-revision.